Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 1729 ohms on (B)(6) 2015.

Event description:
It was reported that the threshold on the right ventricular (rv) lead was high and unstable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.